Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was damaged due to muscular contractions since implant. The pacing percentage was at 25%. Initially, the reason for the procedure was to remove the right ventricular (rv) lead due to conductor fracture. The physician elected to remove the ra lead to allow easier retraction of the rv lead. While attempting to extract the lead, the physician was unable to insert the stylet entirely into the ra lead. The physician cut away part of the lead, and was able to pull out a portion of metal, which was suspected to be part of the conductor, which was exposed. Prior to explant, there had been no signs of damage through testing, and no noise or changes in sensing, including thresholds and impedance measurements. Therefore, the physician believed that the damage was due to muscular contractions. Additionally, when attempting to remove the ra lead, both leads got caught in the extraction tool; however, the ra lead was successfully explanted, although it pulled a portion of insulation and conductor material from the rv lead. The physician indicated that the patient would likely receive a thoracotomy at a later date, to remove the remainder of the rv lead, and implant a new pacemaker. No additional adverse patient effects were reported. This lead is not expected for return. Additional information: a request was submitted to the field representative for further information. It was indicated that the hospital has not received any new information regarding implant of a new device(s). It is assumed that a competitors device was implanted.